Event description:
Literature was reviewed regarding permanent pacemaker reduction with use of temporary pacemaker as a one-month bridge after transcatheter aortic valve replacement (tavr). The study population included 70 patients who were predominantly male with a mean age of 74.3 years old. Multiple manufacturers¿ devices were implanted in the study population; an undisclosed number of patients were implanted with a medtronic evolut pro bioprosthetic valve. Among all patients, clinical observations included: arrhythmia requiring permanent pacemaker implant. No further information was provided pertaining to medtronic heart valve products.

Manufacturer narrative:
Citation: sanshuai chang et al. Permanent pacemaker reduction using temporary-permanent pacemaker as a 1-month bridge after transcatheter aortic valve replacement: a prospective, multicentre, single-arm, observational study. Eclinicalmedicine. 2024 may 15:72:102603. Doi: 10.1016/j.eclinm.2024.102603. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.